Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration/dose/frequency via an implantable pump for spinal pain. It was reported that the patient experienced a change in therapy effect. The patient was in the hospital off and on since (B)(6) of 2015 for reasons unrelated to the pump. It was noted the healthcare provider (hcp) would not come to the hospital and do the refill or check on the pump in (B)(6) 2015. The hcp was contacted, on (B)(6) 2016, regarding the need for a pump refill. It was noted the hcp told the patient that the pump might be loose and the hcp was not willing to refill the pump with anything but water. It was noted the hcp thought he was due for a refill in (B)(6) of 2015. The patient stated there was nothing wrong with the pump. It was noted that the patient was told by the hcp if he didn't like it, he could go somewhere else. The patient was in a wheelchair. The patient was in pain due to not having the pump refilled. The patient was provided with a list of locator options, but the patient declined stating they were too far away. The patient was going to look into home infusion options first. Information was later received, via the hcp, that the patient was a no show on (B)(6) 2015 for a pump refill. A message was left for the patient on his voicemail. The patient called on (B)(6) 2015 to make an appointment for (B)(6) 2015 because he could not get a ride. He then rescheduled for (B)(6) 2015, but the patient canceled because there was roadwork in front of his house and he could not get out. The patient did not call to reschedule until a week later. The patient made the appointment for (B)(6) 2015, but canceled that morning stating he had bronchitis. On (B)(6) 2015, a phone call was received from (B)(6) rehab stating the patient was there and needed a refill. They were informed that the patient had canceled 5 times while he was at home. It was noted new medication would need to be ordered because the original medication for (B)(6) 2015 had expired. The rehab facility was going to call the hcp back so the medication could be ordered. Then on (B)(6) 2016, the patient called stating he wanted his pump filled. The patient was informed that it was unknown if the pump was damaged because he did not come in for a timely refill. The hcp discussed this with a manufacturing representative who concurred. It was noted the hcp told the patient they would fill the pump with saline first, but he would need to pay for the medication that expired and was destroyed. It was mentioned the patient screamed and cursed, and then hung up. The hcp has not sent the patient to a new provider yet. The hcp is trying to resolve the issues with him. It was noted that no troubleshooting and/or actions/interventions were performed related to the missed refill because the patient never came into the office. The hcp did not know the patient was hospitalized and was unclear about the loose pump allegation. Further information has been requested regarding the loose pump allegation, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received on 25-feb-2016 from a healthcare professional and it was reported that the patient's pump had "sort of sunk down lower" in the patient's groin. The pump was not flipped and was working without any issues. They had directed the patient to a surgeon for a revision, but the patient didn't want to. The hcp had just seen the patient a few days ago and she filled his pump with saline due to the patient's non-compliance with his refill schedule. The hcp had no further information to provide regarding the event.